Event description:
The account alleged that the head section will not go down.

Manufacturer narrative:
The account's maintenance swapped the head and knee functions and the knee took the head down, but the head would not take the knee down. The account replaced the control box to repair this bed.